Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a power logic board and a power control board that experienced heat damage. The issue was initially discovered when the machine was placed into heat disinfect and the temperature would not display. A burning smell was also observed. Upon inspection of the machine, the biomed found that the power logic board and power control board had shorted. The t5 transistor on the power control board got hot enough to break away from the rest of the board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 20,000 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the power logic board and power control board. The biomed replaced the power logic board and the power control board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power control board and the power logic board were reported to be available to be returned to the manufacturer for physical evaluation.